Event description:
During assistance with starting over with new supplies on the home choice (hc), the customer revealed that there was a leak somewhere within the tubing, and the solution had sprayed out. The technical service representative (tsr) assisted the hp with starting over. During a follow-up with the care giver (cg) regarding the reported problem, the cg stated that they found the leak within the cassette during setup. They stated once they saw the leak they called baxter right way for assistance. The patient was never connected. They did start over with new supplies, and the patient was able to continue with therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, the leak could not be confirmed and the cause was undetermined. The lot number was not provided; therefore, a batch review could not be conducted. Baxter will continue to monitor complaint data to determine if further actions are required.